Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patients' ons stimulation subsequently stopped working. In addition, the patient programmer revealed the lead may have disconnected from the header. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.